Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 400 mg/dl, which she treated with an insulin pump bolus. She waited an hour and saw that her blood glucose now exceeded 600 mg/dl. She experienced difficulty breathing and tingling in her body. Her infusion set cannula was bent. The customer changed her infusion set and resumed insulin pump therapy. Her blood glucose quickly descended and the hyperglycemia was resolved. Her current blood glucose is 121 mg/dl. No products were returned for analysis and a replacement infusion set was shipped to the customer.